Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported a visiting nurse checked the cuff pressure at 14:00 hours and low cuff pressure was confirmed. A non-routine replacement of the tube was required.